Event description:
The reporter stated that the surgeon had inserted a -3.5 diopter single piece collamer lens model micl 13.2 mm into patient's eye and realized this lens was too long for the patient's eye, so the surgeon removed the lens without enlarging the incision. No patient injury. This is the first of two incidents that occurred on this same patient. See manufacturer's report number 2023826-2006-01070 for the second incident.

Manufacturer narrative:
Evaluation: a lens serial work order search was performed for similar complaints within the work order and no similar complaints were found.